Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Evidence of premature ventricular contractions (pvc) on stored egms. Lifetime pvc count equals 452k, 5 pvc per hour since last session. Rv pace impedance steady between 320 and 340 ohms through (B)(6) 2014, drops out of range (less than 200 ohms) starting (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 407652 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead. There was an increase in short interval counts (sic) and the pacing impedance, which was chronically low, decreased more. The current chest x-ray suggests possible lead to lead abrasion and short circuiting. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.